Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed on monday that they were not always feeling the sensation from the stimulation, but knew that their body got used to the feeling of stimulation. The patient reported that they noticed on tuesday that they were having accidents, and the day of the call they had two accidents, had no control, and came back from a walk with their dogs running to the bathroom. The patient also reported they noticed the ins was turned off when they left their doctor¿s office on tuesday for the first time, and when they checked it again the day before the call and it was turned off again. The patient stated that the reason for calling was because their programmer was not communicating all the time with their ins, and explained that they meant they were seeing the poor communication screen. The patient noted they had the antenna in the proper place, and that they noticed this issue the day before the call. Troubleshooting resolved the poor communication, and syncing with the programmer on the call showed that stimulation was on at 1.1v on program 2, with stimulation confirmed to be on. The patient increased stimulation to 1.3v where they confirmed that it was comfortable. It was reviewed to consider focusing on symptom control rather than feeling stimulation all of the time. The patient was to monitor symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the cause of the ins being off twice was that they accidentally turned it off. The steps taken to resolve it were that they had instruction by their doctor and practice. The cause of the poor communication was reported to be that the device was new to the patient and they were just out of surgery when shown upon receipt. The patient stated there was a period of trial and error to get used to it. Additional information was received on 2018-sep-14 from a consumer indicating that they were having a problem regulating it, they meant they had been having a lot of accidents. The patient stated they tried turning it up to 1.9 and then it either made them not be able to pee at all, or made them have accidents, things were different at different times. The patient explained that ¿at 1.9 they could go if their bladder said it was time, but they could not go on their own but at 1.9 they still had incontinence.¿ the patient stated about 5 days ago they started having a lot of accidents and if they drank coffee and beer, things were really bad. The patient reported that at first after implant they were accidentally turning stimulation off and their healthcare provider showed them how to stop doing that. Right after implant they were doing so much better and now they were having trouble controlling it, and they thought it was because they were easing back into their active routine. The patient had been keeping it at 1.5 but had 2 accidents the day of the call, they thought they had only been on program 2 so far. During the call the patient changed to programs 4 and then 1 on their own, and at the end of the call they were on program 1 at 0.2, and reported stimulation felt different. It was noted that the patient felt stimulation in the correct location. The patient was redirected to their healthcare provider if the problem did not resolve. No further complications were reported.